Manufacturer narrative:
The patient expired on (B)(6) 2013. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 4 months post-implant, the patient experienced multi-system organ failure while at a nursing home and was admitted to the hospital. Unfortunately, the patient expired due to suspected thrombosis.